Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she received a bad sensor and change sensor alarms. The customer was having continuous issues with the sensor. Customer's blood glucose level was over 300 mg/dl. The customer treated her blood glucose level with the insulin pump. The customer was hospitalized due to a diabetic ketoacidosis. She was in intensive care unit on (B)(6) 2016. The customer was off the insulin pump 1 or 2 days prior to hospitalization. The device was not returned.